Manufacturer narrative:
As part of normal complaint follow up, an eval of the event has been conducted at mako surgical. Eval of the returned motors is ongoing. A supplemental report will be filed if add'l results are obtained.

Event description:
The surgeon was performing a bilateral knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the burr motor began smoking.